Event description:
Caller, respiratory therapist, states that the unit did not provide an audible tone. The caller confirmed this was discovered during routine performance with no patient involvement.